Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was scratches on the screen making it hard to read. Customer's blood glucose level was unknown. Customer also stated that there was crack on the top of the insulin pump, motor was slower and up and down buttons was skip. The device will not be returned for analysis.